Event description:
The reporter indicated that a patient who had an implantable collamer lens implanted on (B)(6) 2022 experienced a -6d myopic shift at his 1 day post-op visit. Per updated information the reporter states " the patient returned for his 1 wk post op check today with plano refraction and perfect vision. There is no issue at this time. I believe the 1 day myopic shift seen on exam was due to use of miostat during surgery and this effect has resolved". If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
Expiration date: unk, no serial number reported. Device manufacturing date: unk, no serial number reported. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a patient who had a 13.2mm vticmo13.2 -16.50/1.5/099 (sphere/cylinder/axis) implantable collamer lens implanted on (B)(6) 2022 experienced a 6d myopic shift at his 1 day post-op visit. Per updated information the reporter states " the patient returned for his 1 wk post op check today with plano refraction and perfect vision. There is no issue at this time. I believe the 1 day myopic shift seen on exam was due to use of miostat during surgery and this effect has resolved". If additional information is received a supplemental medwatch report. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).